Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device temperature was above specification, the bearings and cable were damaged and the device had an excessive noise level. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, noise assessment, no short circuit between 5vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42), no short circuit between sensor gnd and connector body (42), safety assessment, motor thermistor assessment and loctite and cable assessments. It was noted in the service order that the device was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.